Manufacturer narrative:
D10: (B)(6), 02-010-01-0220 - lgc femoral ps cem left sz 2, (B)(6), 02-012-43-2030 - lgc tibia rbktray cem cem sz 2f/ 3t, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-32 - threaded pin size 3.0 collarless, (B)(6), a10012 - gps implant kit v2. The reason for the revision reported in (B)(4) was likely the result of prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs or relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported, the patient had an initial left tka. The patient was revised approximately 30 months due to poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.